Manufacturer narrative:
The insulin pump alarmed unexpected restart alarm right after inserting the battery due to faulty motherboard. The insulin pump was unable to perform the excessive no delivery test due to constant unexpected restart alarm. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they kept receiving no delivery alarms. The customer's blood glucose was 567 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer's spouse performed fixed prime and the insulin did exit but the insulin pump alarmed no delivery. The customer's spouse performed plunger push and the insulin did exit. The insulin pump will be returned for analysis.